Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the returned product shows the unit powers up and the nurse call indicator light turns on when it should, but when pressure is applied to the sensor and released the light continuously stays on. Additional tests performed found the nurse call indicator light turns off when the nurse call cable is wiggled or tapped. The alarm sounds as it should and no intermittency found. (B)(4).

Event description:
Customer reported that when the nurse call cable is used with an alarm, the alarm sends continuous alerts to the nurse's station, yet pressure is still applied to the sensor. Customer used a different nurse cable and sensor pad, but results remain the same. There was no patient incident or injury reported.